Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. The patient will attend the clinic for an ablation procedure in the future. At the time, the s-ICD remains in service and no adverse patient effects were reported.